Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number: 03.045.004, lot number: 82p2921, manufacturing site: haegendorf, release to warehouse date: 07 january 2021. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that retention pin for scrdriver short / xl25 was observed to have broken from the distal tip. Broken fragment was not received in the provided evidence. A dimensional inspection for the retention pin for scrdriver short / xl25 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retention pin for scrdriver short / xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process it was noticed that there were several instruments that were damaged. 1. Cannulated 4.0mm hexagonal screwdriver: the end of this screwdriver is stripped and cracked. 2. Depth gauge for 2.0mm and 2.4mm screws, lot# h363283: this depth gauge tip is bend and will not slide. 3. Drill sleeve / 4.2mm: this drill guide tip is bent and makes the drill go off center. 4. Retention pin for scrdriver short / xl25: this threaded insert tip broke at the threads. 5. Retent pin scrdriver qc hex 12/sht/xl25: this threaded insert tip broke at the threads. 6. Depth gauge for 2.0mm and 2.4mm screws, lot # ft00417: the tip of the this depth gauge broke off from the handle. 7. 5.0mm flexible shaft 620mm: this reamer shaft tip is bent and will not allow the reamer heads to be attached to it. There was no patient involvement with any of these items, and it is unknown when the damage occurred. No further information is available. This report involves one retention pin for screwdriver short / xl25. This is report 5 of 7 for (B)(4).